Event description:
Reporter alleged blood glucose monitoring device and its base had melting. Reporter stated there was no harm or illness and no actions or treatment were associated with alleged incident. A request was made for the return of the suspect device and replacement prodduct was sent.